Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd maxzero pressure rated extension set was disconnecting the following information was received by the initial reporter with the following verbatim it was reported by customer that the j loop connection disconnects and allows the patient to bleed.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of connection issue could not be verified due to the product not being returned for failure investigation. A device history record review for material# mzxt5307 and lot# 25039143 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 07mar2025.there were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.